Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer stated the most recent occurrence of the alarm was when she was eating lunch and bolusing. The customer's blood glucose was over 400 mg/dl. The customer treated the high blood glucose with a manual injection. The customer further stated that she had been hospitalized for the no delivery alarms in the past. The customer was unable to perform troubleshooting for the alarm because the alarm had already been resolved by a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was advised that replacement infusion sets would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.